Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex esophageal fully covered stent was used to treat a malignant stricture in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, the wallflex esophageal stent was unable to completely deploy despite multiple attempts and switching of angles and positions. The wallflex esophageal stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of wallflex esophageal stent.